Event description:
The facility reported a colleague infusion pump with failure code 550:320:654:0000. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 550:320 was confirmed during event history log review and product evaluation. The assignable cause of the reportable problem was determined to be a defective main speaker. The main speaker was replaced to fix the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.